Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions revealed the patient's right ventricular (rv) lead was over-sensing noise resulting in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.